Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component codes), h6 (investigation findings) and h6 (investigations conclusions). The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Based on the available information, and since the product was not received for evaluation, no product non-conformance or root cause could be confirmed. As part of the manufacturing process the units go through electrical inspection process.

Manufacturer narrative:
Patient demographics unable to be obtained. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product was not available to be returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified.

Event description:
As reported, after inserting this pacing swan-ganz catheter in a patient underwent a tavi procedure, the catheter did not pace (B)(4).and another pacing swan-ganz catheter was inserted. Later in the day, during procedure to insert a permanent pacemaker, the same issue occurred with the second pacing catheter inserted (B)(4). There was no allegation of patient injury. The device involved in the (B)(4). Was available for evaluation. However, the device involved in the (B)(4). Was not available for evaluation since it was discarded.